Event description:
It was reported the pt's ipg is inoperable. Subsequently, she underwent surgical intervention on (B)(6) 2013 and had the ipg explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.